Event description:
Caller reported blood glucose results of "in the 500 range or even hi" mg/dl, which on the advantage system indicates a result in excess of 600 mg/dl, and "180-210" mg/dl within 10 minutes on the advantage system. Reported a second, separate comparison of blood glucose results of "450- 480" mg/dl and 190 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.